Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels the ranged from the 300 mg/dl ranged to an unknown elevated bg. Cause for elevated bg was unknown, but customer alleged it occurred when insulin gauge was below 40 units in the cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.